Event description:
It was reported that during a prostate procedure, the tip of the surgical fiber broke at 17 minutes and 162,000 joules of use. The procedure was completed using a second surgical fiber. There was no pt injury reported.

Manufacturer narrative:
The component codes fiber and cap refer to the results thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap distal to the fiber/cap fusion zone at the bevel; the fiber proximal to the fracture was found to rotate independently of the metal cap. Severe burnt detritus on the metal cap, severe devitrification of the glass cap at the output window and damage to the distal end of the flow tube was also observed. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure.